Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the footprint pk anchor was fractured. The procedure was completed with a s+n back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint pk anchor was fractured. The pieces were removed from the patient using tweezers. The procedure was completed placing a s+n back up device into the originally bone hole. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The suture strings were returned outside the channel. The distal 1/3 of the anchor is fractured away from the proximal end of the suture window. The actuator bar at the distal end of the insertion shaft is deformed, with the proximal anchor beneath the bent portion of the actuator shaft. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.